Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Patient code 3191 was used to capture the reprogramming.

Event description:
Additional information received indicates that the patient was brought in for extensive troubleshooting and the device functioned normally. The physician suspects the syncope is not relate to the device and is evaluating other root causes. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker has had two syncopal episodes ((B)(6) 2019 and (B)(6) 2019). The patient is pacemaker dependent and has other co-morbidities. A copy of the device data was provided to boston scientific engineers for review. From the available data, there was evidence of minute ventilation (mv) oversensing with pacing inhibition of potentially greater than ten seconds documented in available episodes from 2018. Boston scientific technical services (ts) noted that this behavior is due a demodulation of the electrogram signal as a result of a high impedance condition. The high impedance could be related to a sub-optimal contact between the lead ring, on the lead terminal and the connector ring. The mv sensor was turned off in 2018 to resolve that issue. Data also confirmed variable threshold measurement with some variability in other lead integrity measurement. Ts was not able to exclude lead impairment/sub optimal contact at lead/tissue interface, especially considering that the right ventricular (rv) lead is in an epicardial lead position. Troubleshooting was performed with normal device operation and no abnormal findings reported. Although the evidence is suggestive of lead impartment, ts could not definitely rule out the pacemaker involvement in the syncope. The device was reprogrammed and remains in service.